Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of far-field r wave over-sensing recorded on the implantable cardioverter defibrillator. Programming adjustments were discussed; however, no interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested, but not received.